Event description:
It was reported that the piston in the insulin pump was not functioning. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test, and the device was unable to prime during the prime test as a result of a protruded/loose drive support disk. However, the rewind test passed.